Event description:
It was reported that a vns patient was experiencing erratic stimulation from his chest to his neck. Diagnostics were performed and were reportedly within normal limits. The reporter indicated there had been no programming changes or events of trauma/device manipulation prior to the event. The reporter did state that the patient had lifted a massive barrel prior to the event, but that this was not believed to have contributed to the pain. A battery life calculation was performed using the patient's programming history, which indicated that the device was not near end of service. X-rays of the patient's vns device were reviewed by the manufacturer and no anomalies were identified which could have contributed to the reported event. In order to alleviate the patient's pain, the patient's treating vns therapy physician opted to disable the patient's device, which resulted in a seizure increase above the pre-vns baseline. The physician attributed this seizure increase to loss of therapy due to device disablement. The patient underwent revision surgery; good faith attempts for product return are in process.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Result : x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.